Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 14l during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and a video of the sample was provided for evaluation. Visual inspection of the video showed the dialyzer during the priming process. The dialysate port was not closed with a device protection cap, therefore fluid leakage was observed from the port. Functional leak testing was performed on both the dialysate and blood sides of the actual sample, and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.